Event description:
It was reported that the right ventricular [rv] lead had high threshold measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was fractured, the defibrillation coil was distorted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.